Event description:
It was reported that a skin reaction was occurred. On (B)(6) 2025, it was reported that a skin reaction at the puncture site occurred. After sensor insertion the customer developed an infection at the insertion site. They stated, ¿got an infection at the site of insertion. Had to go to urgent care and take antibiotics.¿ the name of the antibiotic, date and site of insertion was not specified. No other customer details were available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 07/28/2025, it was reported that a skin reaction at the puncture site occurred. After sensor insertion the customer developed an infection at the insertion site. They stated, ¿got an infection at the site of insertion. Had to go to urgent care and take antibiotics.¿ the name of the antibiotic, date and site of insertion was not specified. No other customer details were available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction.